Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the bedside monitor did not signal an alarm for parameter art(arterial blood pressure), when the lower limit was violated. The device was in clinical use on a patient at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.